Manufacturer narrative:
Evaluation summary: one used scd391 device was returned for evaluation and the customer reported was confirmed. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. The investigation concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects during activation. This issue is specific to ultrasonic dissectors. The instruction for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instruction for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during procedure, the device worked fine in the beginning but then the device was not activated. The jaws were cleaned, generator and battery were replaced but the issue was not solved. A new dissector was opened and it worked fine. There was no patient harm. The active blade broke while cleaning post procedure. New info: the unit was returned for evaluation and the visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device.